Manufacturer narrative:
The device referenced in this report was not returned to shockwave medical, inc. For investigation therefore, a physical examination could not be performed. Based on the reported information, the ivl balloon ruptured after the second inflation. When the physician attempted to remove the catheter, there was difficulty encountered. Various means were utilized but were unsuccessful. When the physician deep-seated the guide catheter, the balloon was able to be removed. The ischemic time and embolism sustained by the patient could not be definitively determined based on the reported event. Shockwave medical has controls in place to ensure devices are built to approved procedures and meet lot release acceptance criteria prior to being distributed.

Event description:
This complaint is via a medwatch report #mw5117116. A patient presented to the hospital with acute chest pain and anterior st-segment elevation (stemi) myocardial infarction. Primary percutaneous coronary intervention (pci) loaded with dual antiplatelet therapy (daft) was performed on the left anterior descending artery (lad). The occlusion was 100% vessel calcified. The lesion was predilated with a 2.5 x 12 mm compliant balloon. There was a waist (narrowing) noted due to calcium. An intravascular ultrasound (ivus) catheter was used but would not pass. A 2.5 x 12 mm nc (non-compliant) high pressure balloon was used. There was still a waist present. The physicians decided to proceed with a shockwave c2 coronary intravascular lithotripsy (ivl) catheter. For the first inflation, the ivl was pressurized to 2 atms and the balloon delivered 2 cycles. It appeared there was some improvement of the waist. For the second inflation, the balloon immediately ruptured. There was difficulty in removing the balloon. Several strategies were deployed (multiple attempts to remove air from balloon, advancing and withdrawing, etc.) And when deep seating of the guide was initiated, the physician was able to remove it. On first view, there was dye hang up in the diagonal however, it cleared and there was no evidence of dissection. Reportedly, the patient had a prolonged ischemic time due to this event. A 2.5 x 18 mm skypoint drug-eluting stent (des) was implanted in the mid lad at high pressures. Ivus was used to assess stent expansion and to assess the integrity of the left main (lm) and proximal lad. There was excellent expansion and apposition, and no edge dissection was visualized. The proximal lad and lm were without trauma. There was evidence of a small area of distal embolization in the very apical lad. The following morning, the patient's ejection fraction (ef) was low on the transthoracic echocardiogram. The reported device malfunctions were balloon rupture at low atmosphere and difficulty removing the balloon from coronary artery.